Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicated an issue with the dso (downstream occlusion) seal, the complaint was able to be replicated. After a visual inspection it was found that the dso seal was degraded, and the lens was found to be scratched. Both were replaced with new ones. Performance verification tests performed. All tests passed within specifications. Probable cause: dso seal degraded. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's downstream occlusion seal integrity is compromised. The issue was noted during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.